Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported after the ipg replacement procedure (reference MFR. Report: 1627487-2016-00806) during the postoperative programming the patient did not receive effective stimulation. System diagnostics revealed high impedances on the lead. Reprogramming was unable to provide effective stimulation for the patient. Surgical intervention may be pending to address this issue.